Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties, although the exact cause remains unknown, it is suspected to be linked to the patient's weight gain. During an implantable pulse generator (ipg) revision procedure, the ipg was explanted and replaced, with the new pocket positioned in the lower left back. The ipg will be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed and successfully recharged within four hours. No battery depletion issues were identified in the data logs. However, the charging logs revealed two potential problems affecting performance: charger misalignment, which reduces current flow, and poor ventilation or misalignment, which leads to overheating and charging interruptions. Therefore, the data logs suggest that proper charging instructions were not followed. The labeling review indicates that the charging distance between the charger and the ipg should be between 0.5 and 2 centimeters. Centering the charger over the stimulator ensures the shortest charging time. In addition, a review of the charger handbook highlights the importance of proper ventilation and alignment. It explains that if the adhesive patch is misplaced or the charger belt shifts out of position, the charger will emit a beeping sound. A new adhesive patch should be used or the belt readjusted to restore correct placement. The handbook also clarifies that the end-of-charge signal, which is a distinct double beep, should not be confused with the continuous beeping that indicates misalignment.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties, although the exact cause remains unknown, it is suspected to be linked to the patient's weight gain. During an implantable pulse generator (ipg) revision procedure, the ipg was explanted and replaced, with the new pocket positioned in the lower left back. The ipg will be returned for analysis. Postoperatively, the patient was doing great.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties, although the exact cause remains unknown, it is suspected to be linked to the patient's weight gain. During an implantable pulse generator (ipg) revision procedure, the ipg was explanted and replaced, with the new pocket positioned in the lower left back. The ipg will be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
Correction to the supplemental MDR in h2. B3: approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed and successfully recharged within four hours. No battery depletion issues were identified in the data logs. However, the charging logs revealed two potential problems affecting performance: charger misalignment, which reduces current flow, and poor ventilation or misalignment, which leads to overheating and charging interruptions. Therefore, the data logs suggest that proper charging instructions were not followed. The labeling review indicates that the charging distance between the charger and the ipg should be between 0.5 and 2 centimeters. Centering the charger over the stimulator ensures the shortest charging time. In addition, a review of the charger handbook highlights the importance of proper ventilation and alignment. It explains that if the adhesive patch is misplaced or the charger belt shifts out of position, the charger will emit a beeping sound. A new adhesive patch should be used or the belt readjusted to restore correct placement. The handbook also clarifies that the end-of-charge signal, which is a distinct double beep, should not be confused with the continuous beeping that indicates misalignment.